Event description:
It was reported that a spectrum iq infusion pump had false downstream occlusion during delivery in the medical surgical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, false downstream occlusion alarms were not reproduced. A review of the event history log revealed multiple events of "downstream occlusion!". A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be that the force sensor was out of calibration. The force sensor is required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.